Manufacturer narrative:
An event of death due to pericardial tamponade causing cardiogenic shock were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on the morning of (B)(6) 2021, a 25mm amplatzer amulet occluder was selected for implant using a 12f amplatzer amulet delivery sheath. However, the occluder was mis-sized and exchanged for a new 28mm amplatzer amulet occluder. The occluder was successfully implanted using a 14f amplatzer amulet delivery sheath. No implant complications were reported. No pericardial effusion was observed throughout the procedure. After completing the procedure, the patient was imc-monitored for 30 minutes and tte was performed, which was negative for pericardial effusion. The patient was then transferred to a normal ward in stable condition. Post procedure medication was a loading dose of clopidogrel 300mg and aspirin 250mg. In the afternoon, the patient suddenly became hemodynamically unstable (hypotension and asystole), cardiopulmonary resuscitation was performed, and adrenaline was administered. A pericardial effusion was noted and a pericardial puncture was performed; blood was aspirated out of the pericardial. The pericardial bleeding could not be stopped and blood transfusion was administered. No return of spontaneous circulation was reached after 2 hours of cardiopulmonary resuscitation and the patient was announced deceased. The physician suspected a late pericardial effusion due to a perforation of the patient's left atrial appendage by the stabilizing wires of the 28mm amplatzer amulet device. The patient's cause of death was reported as pericardial tamponade resulting in cardiogenic shock. No additional information was provided.